Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Manufacturer narrative:
Correction: section d4 - the serial number of the lead should have been (B)(6), rather than (B)(6).

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to sense r wave and failed to capture at high outputs. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.